Event description:
It was reported that during surgery, the patient's generator could not be communicated with. Troubleshooting was performed and the communication issue could not be resolved. When an alternate programming system was used, communication was established and the generator was successfully programmed. The programming system (programming wand, handheld computer and software) has been returned to the manufacturer, but it has yet to be evaluated. The cause for the failure to communicate is unknown at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.